Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient came for follow up. It was observed that the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Reprogramming was performed. The patient condition was good and was not affected of this oversensing.